Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071 implantable pacing lead 2010 (B)(6); 5076 implantable pacing lead 2009 (B)(6); 6935 implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature depletion. The device was explanted and rep laced. Because the patient had a pocket hematoma, the physician elected to replace it with a smaller device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.